Event description:
The physician was performing an upper endoscopy. The staff reported when he tried to place the capsule, it would not release. The physician has performed this procedure many times in the past and does not know why the capsule would not deploy. There were no apparent defects with the equipment. The staff obtained another device and the procedure was completed. There was no harm and no change to the patient's plan of care.the manufacturer's quality department was contacted, informed of the event, and the device with packaging was returned to them. We are awaiting their investigation findings.